Event description:
It was reported that when removing the catheter from the patient, it broke and some of the catheter remained in the patient; the reported outcome was "ongoing." Further information on outcome of event and if any medical intervention was required is being requested from the reporter.

Manufacturer narrative:
Lot number and UDI section of device identification are unknown. No product information has been provided to date. Expiration date and manufacture date are unknown. No information is available based on reported lot number. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot number was provided, therefor no device history report (DHR) review could be completed.